Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light prismalix device. As it was stated during the maintenance performed by the customer¿s bio team it has been found that 3 of 6 fixation screws on suspension tube were broken. There was no injury reported however we decided to report the issue in abundance of caution as broken screws could lead to device detachment and/ or particles falling into the sterile field which might cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the screws led to the technical deficiency of the device and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Screws breakage, as presented in this complaint, is indicated by our product experts to likely be caused by lack of proper maintenance of the device. The operating manuals prx 0113103 edition 3g mentions the maintenance and inspection to be performed by a certified technician below the maintenance keys in customer technical manual. The prismalix preventive maintenance program ¿the 4 maintenance keys¿ of february 2001, mentions to check that the suspension is firmly attached by shaking the configuration and then to check the tightening of fixation screws on the suspension tube. Technical manual for prismalix device (en_01132_04) includes information about steps which needs to be performed during the maintenance of the device and about timeframes which should be kept. It clearly states that in point 10.2 basic maintenance that every six years, as a preventive measure, replacement of the mounting screws holding the suspension tube to the anchor point with new pre-glued screws, and tightening to torque should be performed. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer;s reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 14th of may 2020 getinge became aware of an issue with one of our prismalix device. As it was stated during the maintenance performed by the customer¿s bio team it has been found that 3 of 6 fixation screws on suspension tube were broken. Customer was asked to immediately close the operation room in which the defective light was found. No injury was reported due to mentioned issue, however we decided to report this case in abundance of caution and based on potential as any breakage of the screws could led to detachment of the device and further to serious injury. Manufacturer's reference number (B)(4).